Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while asleep. The customer's blood glucose level was not impacted. It was indicated that the customer would use manual injections as alternate insulin therapy.